Event description:
It was reported the patient received 45 shocks for appropriate arrhythmias. This resulted in the device experiencing a charge circuit timeout and end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: product ID 694965 implantable tachy lead implanted: (B)(6) 2007 product ID 5076-52 implantable pacing lead implanted: (B)(6) 2007. (B)(4).